Event description:
On april 28, 2025, nakanishi received a phone call from a hospital about a malfunction of an nsk surgical device. The details nakanishi obtained are as follows. - the event occurred on (B)(6) 2025. - the doctor was preparing a surgical procedure. - during the preparation, the p200-wpd device (serial no. (B)(6) connected to the control unit on the operation table suddenly activated and gradually increased in rpm. - there was no affect to the patient.

Manufacturer narrative:
Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject p200-wpd device [serial no. (B)(6)]. There were no problems observed during manufacturing or testing noted in the DHR. The repair history showed 2 service records since the device was shipped. The repair details are as follows: - (B)(6) 2024: no abnormalities found. No repair required. - (B)(6) 2024: the cord, trigger and grip were replaced. With respect to the repairs above, the service records indicate that nakanishi performed all of the necessary operation checks and confirmed that all of the criteria were met. B) nakanishi connected the returned device to a company-owned control unit and attempted to activate it in order to check whether or not there was an abnormality. A caution message stating "reset the hand switch or the foot control." Appeared on the control unit panel, and the device was not able to be operated. This message is designed to appear if the trigger is held when the power is turned on in order to prevent the hazard of the motor starting to rotate immediately after startup. The appearance of this message indicated that a rotation signal from the motor had been transmitted to the control unit. Subsequently, nakanishi connected the device to the control unit and held the trigger after turning on the control unit, but the device did not rotate at all. This result indicates that the rotation signal from the device was not switching off and was continuously being transmitted, thereby preventing the device from operating. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the device and performed a visual inspection of the internal parts. Nakanishi observed that there was no abnormality in the internal parts. B) nakanishi then measured the resistance values of each component on the trigger board and observed that the diode was malfunctioning. C) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi could not replicate the reported unintentional activation of the returned device as the device did not rotate during the operation check. However, based on the findings in the visual inspection, as well as many years of experience, nakanishi identified that the cause of the malfunction was a failure of the diode mounted on the circuit board inside the device's trigger. When the diode fails, the signal is continuously transmitted even without the trigger being held, resulting in the reported malfunction. Nakanishi considers the possibilities that the cause of the diode failure was application of overcurrent or overvoltage to the device, or the occurrence of a momentary high voltage such as static electricity flowing through the diode. B) misuse by the user led to the above issue, which contributed to the reported event. C) in order to prevent a recurrence of the reported malfunction, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi reported the above evaluation results to the doctor and remind the doctor of the importance of using the device as instructed in the operation manual.